Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The representative samples were pull tested and were found to be well above the requirements. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02290. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle detached from suture. There were no adverse patient consequences.